Event description:
It was reported that cartridge alarm 20 repeatedly occurred on pump over the past month, including during most recent use, but issue did not occur during the load process. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.